Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed due to infection. The tibial and femoral components were removed and replaced. Limited information has been provided and the date of the revision procedure is also unknown at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.the product identification necessary to review manufacturing history was not provided. Therefore, the following sections could not be completed due to the limited information provided: